Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Visual and optical examination of the instrument confirms the handle is broken, with the fracture surface displaying a quasi-brittle fracture with riverlines consistent with bend stress overload. The morphology of the fracture suggests the direction of fracture.

Event description:
It was reported that the micro upbiting pituitary handle broke off.during an unspecified spinal surgery.

Manufacturer narrative:
(B)(6). (B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.